Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited solidly stable pacing impedance measurements, and then on two occasions it spiked over 1000 ohms and then returned to the previous solid measurement. All other measurements were normal. There was no noise or artifact. Shock impedance was stable between 70-80 ohms. Boston scientific technical services (ts) was contacted to review information and based on all available information, ts recommended to continue monitoring the patient. This ICD remains in service. No adverse patient effects were reported.